Event description:
Patient said she was in (B)(6) back in (B)(6) 2024 and said she had a "malfunction" with the lead line. She said they ended up replacing the lead with a (B)(6) as well as a new ICD. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).